Event description:
It was reported to medtronic minimed that the customer experienced vibrate anomaly and device test failed. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported an audio/vibrate anomaly. Troubleshooting was performed and customer stated that the pump return to normal function with a new battery, but the pump failed the self test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past that may have triggered the complaint call. Unit passed the self test. Audio options screen was set to low and high volume with vibrate. No volume anomalies noted during testing. However, unit did not vibrate during testing. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection, external battery connector was found not properly plugged in. After plugging in the external battery connector, unit was able to vibrate and function properly. The motor flex connector was plugged in properly and anomalies or moisture damage noted on electronic assembly. Unit was received with the following label damage (faded), scratched case, stained keypad overlay and connector not plugged in properly. In conclusion, customer concern of tone/vibrator anomaly was confirmed when unit did not vibrate during testing. During deconstructive analysis, external battery connector was found not properly plugged in. After plugging in the external battery connector, unit was able to vibrate and function properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.